Manufacturer narrative:
No product has been returned and a valid lot or serial number has not been provided for the strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
The customer reported receiving ketone reading issues with their adc blood glucose meter. The customer reported ketone results with of 0.7 mmol/l, however experienced ketoacidosis and went to the hospital where a reading of 5.2 mmol/l was obtained on the hospital¿s meter. It is unknown the elapsed time between the two results. The customer was admitted for an unspecified number of days due to diabetic ketoacidosis. Details of customer¿s treatment during hospitalization is unknown as no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving ketone reading issues with their adc blood glucose meter. The customer reported ketone results with of 0.7 mmol/l, however experienced ketoacidosis and went to the hospital where a reading of 5.2 mmol/l was obtained on the hospital¿s meter. It is unknown the elapsed time between the two results. The customer was admitted for an unspecified number of days due to diabetic ketoacidosis. Details of customer¿s treatment during hospitalization is unknown as no further information was provided. There was no report of death or permanent impairment associated with this event.